Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), neuron select catheter 5f (5f select), and guidewire. During the procedure, the physician advanced the guidewire and neuron select through the benchmark. Next, while attempting to place the benchmark in the target vessel, the benchmark broke at the hub; therefore, they were removed as a unit. The procedure was completed using another benchmark and the same 5f select and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was fractured approximately 2.5 cm from the hub beneath the strain relief. The device was ovalized from approximately 99.0 -99.5 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near the hub. If the device is mishandled at extreme angles during use, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Further evaluation revealed ovalizations on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.